Manufacturer narrative:
Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implant duration unknown, was explanted due to possible leaflet tears. No further information is known at this time. No adverse patient effects were reported. The valve is currently being held at pathology at the hospital. Additional information has been requested, but not received.

Manufacturer narrative:
This supplemental report is being sent to capture receipt of the user facility medwatch reference number (B)(4). No further information was received.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed that the sewing ring was everted. All leaflets were slightly stiff but flexible. Two tears were observed in the belly of the left cusp but the origin could not be determined. The edges of the tears were jagged, showing possible evidence the tears may have increased in size during explant. A small layer of tissue on the tunica of the left cusp adjacent to the smaller tear appeared to have been removed during explant. Radiologic evaluation revealed no evidence of mineralization or host tissue that may have contributed to the tears. The right and non-coronary cusps were intact. All commissures were intact. No visible host tissue was observed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The root cause of the tears could not be determined as there was no evidence of mineralization or host tissue that may have contributed to the tears. The sewing ring was everted which is cautioned against in the IFU as it can damage the valve tissue. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.